Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging and a 27mm watchman flx closure device was implanted. There were no leaks noted at time of implant. At a routine follow up 12 months post index procedure, tee revealed a device related thrombus (drt) adhering to the fabric cap of the closure device. There was also a possible leak greater then 5mm noted. The physicians had the patient remain on oral anticoagulation (oac) in response to the drt. The plan is to re-image the patient in 6 months. There is no corrective action planned for the leak. There are no adverse patient effects.